Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) has been confirmed. Upon investigation the monitor was unable to fire pulses. The cause for the failure was isolated to missing t2 and t3 transformers on the defibrillator pca. Additionally, the c19 pad was pulled from the pcb and the pins on multiple components of the pca and defibrillator board. The root cause was physical damage. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.